Event description:
The reporter claimed the animas insulin pump has a history setting issue. According to the reporter, the pump alarm history is not allegedly showing the low battery alarms. The date and time was correct. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the history setting issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found to be emitting alarms appropriately. The pump was tested and found to be emitting low and replace battery alarms on both lithium and alkaline battery settings. The low and replace battery alarms were properly recorded in the pump history. The pump was found to be operating within specifications.